Event description:
This is a report of a home patient who experienced a connection issue between a supply line and solution bag. This occurred during an unspecified dwell cycle of peritoneal dialysis (pd) therapy. The patient reported that a bag had disconnected but there was no leak or other issues noted associated with the disconnection. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.